Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed low out of range impedance measurements. A review of daily measurements revealed impedance measurements had been variable. Threshold measurements were normal, however noise was observed during arm movement. Insulation damage was suspected. A decision will be made in the future regarding lead replacement. No adverse patient effects were reported.

Event description:
Additional information was received: a revision procedure was performed. The device was removed and replaced. This lead was reconnected to the competitor replacement device and normal impedance measurements were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.